Event description:
Medtronic received information that at the end of bypass, using vacuum assisted venous drainage, there was difficulty removing the femoral venous cannula. The surgeon was able to remove approximately 5-7 inches and felt resistance. With more force the cannula came out a little more, and with a little more force the cannula came free. However, it was immediately noted that approximately 8 inches was missing from the tip of the cannula. An additional incision was made in the patient abdominal area to retrieve the distal end of the cannula. A syringe filled with saline was used to pressurize the vena cava which allowed the surgeons to grasp the distal tip of the cannula with clamps, and remove it. The surgery was completed with no further complications. It was reported that the patient was discharged from the hospital one month later.

Manufacturer narrative:
Device history reviewed. The device is held at the hospital, however, visual examination was allowed and photographs were taken of the product. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined.analysis: the actual product has not been returned to medtronic, but remains at the hospital. Although the product is retained at the hospital, a visual examination was performed, and photographs were taken of the product. It was confirmed that the cannula was in two pieces. It appeared that the device broke distal to the second stage. Conclusion: the device is broken, and is related to the reported event. At this time, without the actual product return, we are unable to determine a root cause for the reported incident. A review of complaints for this model shows no similar reported issues. There was no further complication to the patient.